Event description:
It was reported that this patient with a pacemaker had been hospitalized for an unknown reason, and had mentioned having a syncopal event. They had done different medication testing and were now wondering if it might have had something to do with the device. Additional information was unable to provide any further details, thus the cause for the syncope remains unknown. The device remains in-service. No additional adverse patient effects were reported.